Event description:
Information from intl. Clinical trial database. Ruptured acom aneurysm coiling with 19 coils. Complication; resistance when removing that pusher and coil protrusion. No other procedure details. Adverse event: patient died from fatal evolution of sah and hydrocephalus. Qc-7-20-3d, qc-5-15-helix, qc-4-12-helix, qc-4-8-helix, qc-3-6-helix, qc-3-6-helix, qc-3-4-helix, qc-2-6-helix, qc-2-4-helix, qc-2-4-helix, qc-2-4-helix, qc-2-6-helix, qc-2-3-helix, qc-2-3-helix, qc-2-2-helix, qc-2-2-helix, qc-2-2-helix, qc-2-1-helix, qc-2-1-helix.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.